Manufacturer narrative:
Qn#(B)(4). Additional information: additional information was received from (B)(4). The report states the device was placed in the operating room by the anesthesiologist. A control radiology was then performed to verify that the catheter was well positioned in the patient's central venous system. At the time of care nurses have either found a leak in the proximal puncture or a phenomenon of extravasation. Nutrition was passed through the central channel and other medications were passed over the distal channel. As a result, the catheter was exchanged for the patient.

Event description:
It was reported that during use in oncology, a leak was found from the catheter placed in the patient's right jugular. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) female.

Manufacturer narrative:
(B)(4) device evaluation: the report of a leak at the puncture site could not be confirmed. One 3-lumen arrow-howes 7 fr x 20 cm catheter was returned. The sample showed evidence of use but no defects or anomalies were observed during visual examination. The catheter was liquid leak tested. With the distal end of each lumen occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in oncology, a leak was found from the catheter placed in the patient's right jugular. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) yr/old female.